Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the distal has end foreign objects, foreign material has come out of the channel tube, the suction cylinder has corrosion, and the light guide cover glass has corrosion. There was no patient involvement.